Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that when they first got their implant everything seemed to be working fine and that since (B)(6) 2022, it didn't seem to be working. The patient clarified that they were having difficulty connecting to the implant, that they have not had sensation from the implant and that it was not helping with their symptoms. The patient stated they recently charged their implant. On the call, patient services reviewed external equipment with the patient and it was discovered the patient had their communicator plugged in. The patient unplugged the communicator and was able to connect where they saw a power on reset (por) message. The patient cleared the message and then they got the patient tutorial. Patient services had the patient go through the tutorial and had the patient check "do not show this again." The patient then saw they were at program 2 and the therapy was off. The patient checked their battery status and it showed the implant was charged. The patient increased the stimulation to .8 ma where they felt the stimulation comfortably. The patient stated that they did have a post-surgery follow up appointment at some point in january and the nurse who met with them changed the patient to program 1 at that time and the patient stated that was when they thought it "all went down-hill" with their symptoms, and after that, they were no longer feeling stimulation/"I think my device lost power." The patient stated they were able to get the implant charged up and then they called patient services. Patient services reviewed external device function and therapy expectations with the patient. The patient confirmed understanding. The patient was happy with their current setting and was going to monitor their symptoms. The patient also stated they had another appointment with their hcp coming up in the next month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the ins being off was unknown and they had no idea what most likely caused or contributed to the issue. They stated they called for help and did what they were told but no good. They stated it was unknown if the cause of the por was due to the rechargeable stimulator's battery draining/low battery.